Manufacturer narrative:
Aso has evaluated retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives. As of 11/14/2018, aso performed testing with the unused product returned by the consumer. The results are acceptable with no defects found during testing. The following was updated: (method 4101 added).

Event description:
Customer stated that product caused a severe rash on her daughter's skin. She used product to cover a bug bite and removed after wearing the bandage for 24 hours. The completed customer information request (cir) was received on 09/10/2018. Consumer stated that medical attention was required and that the symptoms corrected after stopping using the product. She consulted several medical professionals. Area was treated with topical treatment prescribed. In addition, customer stated that the issue was with the pad area.

Manufacturer narrative:
Aso has evaluated retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives.

Event description:
Customer stated that product caused a severe rash on her daughter's skin. She used product to cover a bug bite and removed after wearing the bandage for 24 hours. The completed customer information request (cir) was received on (B)(6) 2018. Consumer stated that medical attention was required and that the symptoms corrected after stopping using the product. She consulted several medical professionals. Area was treated with topical treatment prescribed. In addition, customer stated that the issue was with the pad area.